Event description:
It was reported that during implant of the right ventricular lead, the physician noted high capture thresholds. The physician had difficulty inserting a stylet into the lead body. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.